Event description:
It was reported that chest pain and stent thrombosis occurred. The target lesion was located in the proximal left anterior descending artery. The lesion was predilated using a 2.75mmx15mm nc quantum apex balloon catheter. Then a 2.75mm x 28mm promus premier¿ stent was advanced and implanted in the target lesion. An unspecified antiplatelet medication was given before and during the initial procedure. However an hour post procedure, the patient developed chest pain and was brought back to the cardiac catheterization laboratory. It was found out that there was an acute thrombosis in the implanted stent. A 2.75mmx38mm non bsc stent was deployed and post dilation was performed using a 2.75mmx15mm nc quantum apex balloon catheter. Two days after, clotting disorder was noted. The patient was sent back to the cardiac catheterization laboratory and it was found out that there was a thrombosis in the recently implanted non bsc stent. No further patient complications were reported and the patient's status was fine. An unspecified antiplatelet medication was given at discharge of the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).